Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported that the below mentioned defects were found during atom's manufacturing process. Lot number 4135406 dent - 14 contamination - 5.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issues of molding defect ¿ other and foreign matter were both confirmed upon inspection of the samples. Analysis of the sample showed that one image shows no damage on the face of the device, one image has arrows pointing to a dent on the device and one image has arrows pointing to brown material on the male end of the luer. Bd was not able to determine the cause of the failure due to the quality of the images as well as the used nature of the device. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.